Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The leak was not confirmed as the returned device was able to be inflated without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported leak. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 5x100 armada 35 balloon dilatation catheter (bdc) was advanced to the mildly calcified, mildly tortuous iliac artery and inflated to 8 atmospheres when a leak was noted on the catheter. The bdc was removed and replaced with another armada 35 was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.